Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the home choice device during the dwell phase two of four of peritoneal dialysis therapy while the hp was connected. The technical service representative (tsr) assisted the hp in clearing the alarm. Troubleshooting was unable to determine the cause of the alarm. The tsr reviewed proper procedures with the hp. The hp would complete therapy using all new supplies on the home choice device. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A used patient sample was received for evaluation. Visual inspection and functional tests were performed. Sample analysis did not verify the reported event. The lot number of the device was unknown; therefore, a batch review could not be completed. Upon conclusion of the investigation, the cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.